Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump was over delivering the insulin. Customer's blood glucose was 42 mg/dl and at the time of call blood glucose was 220 mg/dl. Customer treated low blood glucose with food and glucose tablets. Customer can no longer walk properly and mental confusion. The reason the insulin pump was under delivering was the customer had low blood glucose since 2 weeks. Customer stated that the reservoir was showing more insulin than what was shown on the status screen and reservoir was easy empty. Customer was unable to upload to carelink as they did not know his way around. No harm requiring medical intervention was reported. Troubleshooting was performed. The device will be returned for the analysis.

Event description:
The device was returned for analysis.

Manufacturer narrative:
Customer returned device for alleged possible over delivery anomaly and low blood glucose found on august 30, 2022. The device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self test. The device passed the displacement accuracy test at 0.0874 inches. No over delivery anomaly was noted during testing. Test p-cap locked properly into the reservoir compartment. Successfully downloaded device history files and traces using thus software and generated carelink reports. In the device history and trace files found bolus deliveries on the event date of (B)(6) 2022. At 09:18:50.000, 14:09:34.000, and 19:11:26.000. No over delivery anomaly was noted in the device history files or traces. Device was cut open to perform visual inspection and found no evidence of physical and moisture damage on the electronic assembly, motor, and force sensor. However, there is moisture damage isolated to the battery tube. The following were also noted during visual inspection: scratched case, pillowing keypad overlay, and corroded battery tube. Possible over delivery anomaly was not confirmed during testing. Unable to verify customer's complaint for low blood glucose. Moisture damage was confirmed, isolated to the battery tube. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.